Manufacturer narrative:
Additional information: h3 and h6. H10: two (2) actual samples were received for evaluation. Visual inspection with the naked eye and magnification identified crack on the light blue main body of one (1) sample; no issues observed on another one (1) sample. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified on one (1) sample. The cause of the condition was undetermined; however, the crack on the light blue main body was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets had a cracked twist clamp. This occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.